Event description:
It was reported that the atrial lead was not working and that it may have been damaged during surgery. Tried to pace vdd but was getting vvi pacing with retrograde p-waves. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.